Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of vascular dissection is listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the left anterior descending coronary artery (lad). After a 3.0x38mm xience sierra drug-eluting stent (des) was implanted successfully, a distal edge dissection was noted. Therefore, the dissection was successfully treated with a 3.0x28mm xience sierra des; however another vessel dissection was noted at the same location. At this point the second dissection was treated with a 3.0x15mm xience sierra des and the procedure was completed. There was no adverse patient sequela nor clinically significant delay in procedure reported. No additional information was provided.